Event description:
This is a spontaneous case report received from a physician via regulatory authority (case# mw5064341) in united states on 19-sep-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for sterilization. The patient's medical history included non-smoker. It was reported that she developed pelvic pain after hysteroscopic sterilization in 2010. The essure procedure was completed with oral valium sedation in a physician's office. Technical difficulty and possible mechanical malfunction during device deployment were mentioned in the procedure note, and bar code stickers for three separate units were appended to the record. However, the fact that three devices had been implanted was not disclosed to the patient. She also was not advised to obtain a hysterosalpingogram (hsg) to confirm tubal occlusion and proper device placement three months later. But instead was asked to return in 90 days for an office sonogram. However, the patient returned to the implanting clinic only 3 days later complaining of debilitating llq pain unresponsive to nonprescription analgesics. The patient also experienced increased, irregular vaginal bleeding and dyspareunia. Within 4 weeks of the essure procedure, the patient began to experience intermittent headaches, insomnia, lower extremity paresthesia, cold intolerance, intermittent urinary leakage, shortness of breath and fatigue. In addition to medical office visits, the patient also received multiple ultrasounds, blood tests, urodynamic testing, and at least one computed tomography scan; she was consistently reassured that there was no abnormal findings. In 2016, hsg was done and revealed bilateral tubal occlusion and a total of three contraceptive coils - two essure implants were located in the left pelvis while a single device was present on the right. In 2016, the patient underwent diagnostic hysteroscopy and 5-mm triple-port laparoscopy. A portable x-ray device was required to obtain a-p and oblique views to map the location of the three essure implants precisely. Two implants were removed using bipolar cautery for partial bilateral salpingectomy. While circumferential dissection with cornual resection was required to free the third device intact (trapped at the left uterotubal junction). The intrauterine compartment appeared anatomically unremarkable on second-look hysteroscopy. Repeat radiograph verified that no foreign bodies or essure fragments were retained at the conclusion of the procedure. Surgical blood loss was estimated at less than 50ml total operative time for device extraction and associated imaging was 208 minutes; the patient was discharged home from the outpatient surgery unit that afternoon. Her postoperative course has been uncomplicated and she continues to do well. Follow up 11-oct-2016: after follow up attempts, no response was received. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. It was reported that a three devices had been implanted and were removed using bipolar cautery for partial bilateral salpingectomy. The event pelvic pain is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, patient experienced pelvic pain after hysteroscopic sterilization. She underwent several relevant tests such as ultrasounds, blood tests, urodynamic testing and at least one computed tomography scan which results showed no abnormal findings. Considering the nature of the event and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Quality safety evaluation received on 08-nov-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. It was reported that a three devices had been implanted and were removed using bipolar cautery for partial bilateral salpingectomy. The event pelvic pain is anticipated in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, patient experienced pelvic pain after hysteroscopic sterilization. She underwent several relevant tests such as ultrasounds, blood tests, urodynamic testing and at least one computed tomography scan which results showed no abnormal findings. Considering the nature of the event and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow up attempts, no further information was obtained.